Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that cubie failure. A field service engineer at the check station identified a pocket issue, conducted diagnostics, and removed the defective cubie pocket. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system epidural key pocket malfunctioned. The charge nurse is required to retain the key, and a machine order is generated each time the epidural is overridden without the key being removed. A customer indicated that the user experienced a delay in administering medication to patient care as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.